Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she was unable to screw the battery cap on all the way. The customer reported that when the insulin pump came on, she received an unexpected restart alarm. Blood glucose level at the time of the incident was 79 mg/dl. During troubleshooting, the customer confirmed that the battery cap was all the way on, but still received an unexpected restart alarm. The customer was advised that she would be sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.